Manufacturer narrative:
It was reported that medical intervention was required, however the only injuries reported were bruising to the patient and emt.

Event description:
It was reported that the cot tipped over while removing from the ambulance. The ambulance was on a slope leaning to the patient left with an allegedly heavy patient. The cot tipped to the patient left and tipped over.